Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge alarm occurred. The customer's blood glucose level was 196 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue could not be verified. No pump was received for investigation therefore no evaluation could be performed for the altitude alarm allegation.